Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2020. It was reported that the ins that was moving around was the same ins that had shorted in february. They noted that they were in great pain due to the ins moving. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of product ID# 97714 found no significant anomaly. Analysis of product ID: 977c265 found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6), 2017, product type: lead. Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 30-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative, regarding patients implantable neurostimulator (ins). It was reported that patient called and stated device was not working and wanted it explanted. Patient had generator explanted. Patient claims it is defective but could not give specifics. The lead was left in place by the hcp. There were some standard reprogramming sessions prior to his explant. There were no known environmental/external/patient factors that may have led or contributed to the issue. The device will not be replaced in the future. Patient has implant and trying to make arrangements for return. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the patient has one lead left in place because it is in scar tissue and could not be pulled. The implant was removed because an ins was moving around and the system was not working. It could not be determined which of the patient's ins's were moving around. No further complications were reported.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never worked right. Then it shorted out back in february. Because of pain, patient had a CT scan and an MRI done. The device was returned and received by the manufacturer on 01/03/20. No further complications were reported.